Event description:
It was reported that the patient underwent a transcatheter aortic valve replacement (tavr) for severe aortic infarction (ai). Post procedure, the patient had a retinal emboli. The patient did not suffer from any deficits and their international normalized ration (inr) was 2.2 at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency and retinal embolism could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU also lists peripheral thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was determined that the transcatheter aortic valve replacement (tavr) was performed due to severe aortic insufficiency (ai), not aortic infraction as previously reported.